Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's hands started shaking. When looking at the implants, he noticed the right ins was off. The patient checked the battery level of that ins and it was at 75%. After charging for a few minutes, it was fully charged.